Event description:
The user facility reported a patient was implanted with an impella 5.5 device for mechanical circulatory support and reported experiencing suction alarms day two after start of support. The left ventricle could not be vented, sufficiently relieved. It was decided to use a new impella and place it directly "aortal¿ (via the aorta). It was noted the patient was in stable condition after the procedure.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella device nor the data logs were returned for evaluation. Therefore, without sufficient clinical details, the root cause of the low pump flow could not be determined.